Event description:
This is a spontaneous case report received from "a other" in (B)(6) on 03-april-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the wound down insert was released in the fallopian tube but the delivery catheter didn't come off and complication of device insertion. No information given on patient's history, past drugs and concurrent conditions. It is not reported whether the patient received any concomitant medication. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert), lot number b85139, inserted. The wound down insert was released in the fallopian tube but delivery catheter did not come off. Catheter guide was cut in the uterus. Follow-up information received from the physician on (B)(6) 2014. Palin abdomen x-ray as well as ultrasounds was to be done and then patient was to undergo hysteroscopy to well identify the problem.